Event description:
Resident lifted from bed via lift and transferred to chair scale for weighing. Lift again used to transfer resident after weight obtained from chair scale back to bed. After lift raised resident from chair, the nurse's aide pumped the lift to raise the resident higher, to return to bed. The lift immediately dropped causing resident to be dropped to the floor (hydraulic pump failure).